Event description:
It was reported that the right ventricular (rv) lead exhibited high rv and svc coil impedances. It was discovered that the rv lead was pulled back with no slack. The lead extender and adapter had fractured. The physician was unable to reach the rv lead extender to cap the distal end of the lead. The extender and adapter were partially removed; a portion remained in the abdomen near the chest wall. The lead was abandoned and replaced and a site change was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721l-50 implantable pacing lead (B)(6) 2011; 6984m implantable tachy lead extender (B)(6) 2011; d154vwc implantable cardioverter defibrillator (ICD) (B)(6) 2009; 6707 lead adapter (B)(6) 2011. (B)(4).